Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head fell off oral-b brush head [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that the head fell off his/her oral-b brushhead, version unknown into his/her mouth. The consumer stated that he/she threw away the rest of the brushes and was now brushing with a different brand. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
01-mar-2018 product investigation results: reporter returned product on 27-feb-2018. Product confirmed counterfeit.

Event description:
Head fell off oral-b brush head [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that the head fell off his/her oral-b brushhead, version unknown into his/her mouth. The consumer stated that he/she threw away the rest of the brushes and was now brushing with a different brand. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.